Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were 11.8 mmol/l versus 8.6 mmol/l meter to lab. Tests were done within 20 mins with a difference of 37%. Pt did not experience any adverse events. No further info has been reported.